Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake was adjusted and the image intensifier power supply was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had no image displayed prior to a case. Also the wheel brake would not hold. No pt injury was reported.